Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: (B)(6), h3, h6: multiple fdd/annex a codes were reported. A0709 was coded for while navigating, the system rebooted. A1102 was coded for error code #64. A110208 was coded for system rebooted. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while navigating, the system rebooted with error code #64. The surgeon used 8 annotations plus alerts for this case and made sure to optimize the registration. They wanted to achieve high accuracy with less registration data which they were. The reason for this was they were suspecting some level of overloading happening and wanted to maximize the amount of annotation plus alerts, which was why registration data was minimized. This caused a less than hour delay. There was no reported impact on patient outcome

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.